Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Customer¿s blood glucose level was 190 mg/dl. There was no adverse impact the customer¿s blood glucose.